Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was temporarily suspended, although pump remained within normal operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes with soft brush, wipe area with lint-free cloth, remove and reconnect cartridge, and wait to resume insulin; insulin delivery successfully resumed without recurrence of alarm, pump returned to normal operation, and customer received additional tips for preventing altitude alarms and confirmed understanding.